Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: product ID 1175 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), the driveline cable associated with (B)(6), and the driveline boot cover (unknown lot number) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue and the driveline boot cover lot number is unknown. Review of (B)(6) service history records indicated that the driveline cable was previously serviced, and the repair action was verified. There was no evidence that the driveline boot cover had previously been serviced. On-site inspection of the driveline cable revealed that the previous repair was worn out. Additionally, contamination was observed near the driveline connector. The observed contamination is likely due to handling of the device. On-site inspection of the driveline boot cover, as well as visual evidence provided by the site, revealed that the driveline boot cover was stiff and difficult to be moved, as well as presence of foreign material within the driveline cover. The observed foreign material is likely due to handling of the device. Log file analysis revealed a slight decrease in power consumption and estimated flows within the analyzed period. In addition, fifty-four (54) low flow alarms logged since (B)(6) 2024. This is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model#: 1175 / catalog: 1175 / expiration date: unk / serial or lot#: d9: no. H3: no. H4: mfg date: unkn. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that several small areas of rescue tape had peeled back from a previous repair. Upon removal of the rescue tape, the inner silicone lumen and wires appear intact. The driveline (dl) cover was hardened and difficult to pull back but was able to be pulled back. Aqua colored residue was visible inside the dl cover. The dl connector also had contamination in which was wiped off. It was noted that log files showed no electrical faults. A driveline sheath repair was performed.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device pump had an issue with the driveline sheath, which exhibited cracks in the proximal half. The patient will be scheduled for a sheath repair. The driveline cable was involved in the event, and servicing is planned to address the damage. The device remains implanted and in service. No patient complications have been reported as a result of this event.